Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents and no unexpected low battery alarm noted during testing. Power loss alarm and power error alarm found in the long trace. Power loss alarm occurred after the pump error was cleared. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance . After disconnecting and reconnecting the internal battery connector at. The insulin pump was monitored and functioned properly. There were scratched case and minor scratched lcd window noted on the insulin pump when returned. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had power error detected alarm. The blood glucose was 5.8 mmol/l at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer has not previously called to report power error detected. Power error detected recurred within a week of troubleshooting of previous occurrence. Customer advised to replace the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.